Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a failed battery test from the insulin pump. The customer's blood glucose reading was 138 mg/dl. The customer stated that he received a failed battery test on every new battery inserted. The customer stated that he already replaced the battery cap for a new one. The customer will be sent a replacement pump.